Event description:
It was reported that during a da vinci surgical procedure, cables were broken on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and dif not exhibit damage. A cable segment measuring .551 stuck out at the instrument's wrist. The cable may have broken under tensile loading. Other cables at the wrist were not damaged. Cable wear on the pulleys combined with a high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.